Event description:
It was reported that the device longevity did not meet expectations. The device was near eri (elective replacement indicator) after 39 months. The device remains in use but a replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.